Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1981-10s single use osteochondral autograft transfer system oats® set was received for investigation. Visual evaluation of the returned device noted that the collard pin component was damaged and the weld of the device had broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the metal plate on the punch broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.